Event description:
The hospital reported that the vasoview hemopro 2 was used under endoscopy. The approach was from the right thigh. Pedicle harvesting was performed. Towards the latter half of the procedure, the tip of the silicone jaw became noticeably burned, causing delays in cauterization. The procedure was completed without incident by opening and using a new device. Nothing has fallen off onto the patient. There has been no delay in the procedure. There has been no harm to the patient.

Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The lot # 3000471499 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.